Manufacturer narrative:
Product event summary: analysis confirmed the reported issue; the stylus was not functional. It was also found that the programmer powered up to an error, and no other function was possible. It was determined that the power supply was defective, which had caused the error.

Event description:
It was reported that the programmer's stylus was not calibrated, so it was not possible to upgrade. The programmer was returned for repair. No patient complications have been reported as a result of this event.